Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their ventricular and atrial leads "were defective." Follow-up was conducted to obtain further information regarding the leads, but attempts were unsuccessful. Both leads were extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.